Event description:
The manufacturer received information alleging two ventilation inop and a ventilator service required error codes were found during preventative maintenance on a garbin evo device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that two ventilator inoperative codes, machine flow railed low and machine flow stuck, and a ventilator service required, pressure sensor mismatch, error codes were observed on the device's error log. The device evaluation does not identify any specific component malfunction that would need to be replaced to resolve the ventilator inoperative and ventilation service required conditions. The were no repairs and/or parts replaced to address these error codes found on this device; therefore, no additional repair information was provided. The root cause isn't confirmed at this time. A final report is being submitted. If any additional information is received, a supplemental report will be filed. Additionally, during the service of the device, the system printed circuit assembly was replaced to address another error code, press pair error, that was observed on the device's error log. This was unrelated to the reportable issue. The particulate filter and air inlet foam filter were replaced for preventative maintenance unrelated to the reportable issue. The filter cover was replaced due to it being missing on the device. This was unrelated to the reportable issue. The software version was updated to 1.06.15.00. The device passed all final testing.

Manufacturer narrative:
The reported failure of ventilator inoperative and ventilator service required error codes were accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.